Manufacturer narrative:
Date sent: 10/31/2008. Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a wedge resection procedure, scissoring occurred at the first grasping. Other devices were used to complete the case. There were no adverse consequences to the patient.